Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-dec-2025. Investigation summary: bd received 2 samples and 6 photos for investigation. The photos depict multiple tubes containing only a small amount of blood, a tube with a crack on the side, and two tubes with defective shields. The samples were visually inspected and shield damage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes underfill, damaged tube, and damaged cap shield. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked, four (4) tubes were underfilled, and two (2) tubes had molding related broken caps. No health impact or consequences were reported for the patient or the user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked, four (4) tubes were underfilled, and two (2) tubes had molding related broken caps. No health impact or consequences were reported for the patient or the user.